Event description:
Determined to be reportable based analysis completed on (B)(6) 2012 it was reported that during a percutaneous coronary intervention treatment procedure there was difficulty crossing the lesion and the shaft had kinked. The 99% stenosed lesion was located in a moderately tortuous distal right coronary artery. After predilatation was performed, the promus element 3.50x16mm stent was advanced to the lesion, however it was unable to cross the lesion. Predilatation was performed again with the possibility of a non bsc guide catheter could be dropped down however the procedure was taking too long. It was noted that the shaft of the device had kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis revealed a shaft break.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified a hypotube break 23.5cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).